Manufacturer narrative:
Since this complaint did not have a serial number, therefore the device device in question and its device history record and complaint history could not been performed. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/25/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.